Event description:
Left knee revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.